Event description:
It was reported that the wire was kinking. Patient status/ intervention: change new kit. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refr3754 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the wire was kinking. Patient status/ intervention: change new kit. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a guidewire kink is confirmed but the exact cause remain unknown. One photo sample of a guidewire within a hoop was provided for evaluation. The guidewire outline can be visible through the opaque hoop material. A red circle is drawn over the image at the guidewire region that appears to contain a kink. Red residue is visible near the tip straightener which suggest usage of the device. Based on the photo sample provided, possible contributing factors include advancement against resistance and damage during handling. Since a kink appears to be present on the guidewire, the complaint is confirmed but the exact cause remains unknown.